Manufacturer narrative:
The cobas 8000 c702 analyzer serial number was (B)(6). The last calibration performed was acceptable. Qc was performed and was within the acceptable range. The customer regularly cleans the sample and the reagent needles. The photometer lamp and the cuvettes were exchanged according to the operator manual. The gear pump pressure was 300 kpa. The field service engineer found a hole in the rinse pipe. He replaced the rinse pipe and cleaned the sensor. Investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with lipase (lipc) assay on a cobas 8000 c702 analyzer. Initial result: 377.5 u/l. Rerun result: 66.4 u/l (tested from the same tube).

Manufacturer narrative:
The hardware precision check was performed and was found to be out of specification. The field service engineer (fse) decontaminated the hydraulic system. He replaced the gear pump head and the degasser pump. The fse also changed the rinse arms, cleaned and adjusted the system. Qc was performed and was acceptable. The samples were tested compared to another module and the results were ok. The root cause was consistent with a maintenance issue. Precision studies were performed and they were within specifications. The service actions (performing service maintenance and replacing parts) resolved the issue.